Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) accessed the system remotely and determined that the issue was due to a lack of training on how to add an item and submit a request. After providing guidance on the correct process, the item was successfully requested, and the client was advised to follow up with the pharmacy for further assistance. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication xanax 0.25 mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.